Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that ac light of the icp express monitor does not come on consistently and has a burning smell. It is unknown if there was patient involvement or if the device failure lead to patient injury or surgical delay.

Manufacturer narrative:
The icp express was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. The complaint was confirmed in the complaint investigation. The power supply and lcd assemblies were replaced, and the unit passed all operational and functional testing. The likely cause of failure is a blackout or brownout, or failure of component. A DHR review, trending, and risk assessment were performed as part of the evaluation. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.